Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved and functional testing could not be performed because the receiver would not boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found moisture damage. The reported event of overheating was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would not boot up. The data log could not be retrieved and functional testing could not be performed because the receiver would not boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and verified that there is water damage and a defective (B)(4) low resistance. The reported event of overheating was confirmed. The root cause was determined to be a defective (B)(4).